Event description:
It was reported via repair work order that the bed functions were not available from either siderail due to malfunctioning siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with evaluation results.

Event description:
It was reported via repair work order that the bed functions were not available from either siderail due to malfunctioning siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.